Manufacturer narrative:
Manufacturer's investigation conclusion: a correction between the reported symptoms of stroke, gi bleeding, and the device cannot be conclusively determined. The patient presented to the emergency department with right sided weakness, facial drooping, melena, and altered mental status. The initial concern for the patient was stroke; however, a head CT was negative. The patient was placed on room air, and had right sided weakness, edema, and was anemic with subtherapeutic inr. A colonoscopy was performed which revealed a bleeding arteriovenous malformation (avm) in the patient¿s cecum. The patient received a blood transfusion and 3 clips were placed to resolve the bleeding and improve their anemia. Changes were made to the patient¿s medication and the issue resolved by 13dec2017. No product available for investigation. Bleeding and stroke are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies and recommended inr levels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months 22 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient called from home with right side weakness and the right side of their face seemed to be drooping. Upon arriving to the emergency department, the patient was transferred to university of wisconsin hospital as to manage the vad. Patient was admitted to the cardiac intensive care unit and given a head CT which was proven to be negative. The patient was weaker on right art but has edema present- this is likely r/t anemia patient present with acute right-sided weakness, melena and altered mental status initial concern was for a stroke, but head CT was negative. A bleeding arteriovenous malformation was then noted in the cecum after colonoscopy. 3 clips were placed to resolved bleeding and improve anemia. No additional information was reported.

Manufacturer narrative:
Outcomes attributed to adverse event: patient's death was incorrectly & inadvertently reported in MFR # 2916596-2019-01254.